Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy, on the morning of (B)(6) 2021. The patient was discovered by the patient contact, due to the liberty select cycler alarming. The pdrn reported the patient passed away while sleeping due to an adverse coronary event. The patient¿s treatment data from (B)(6) 2021 through (B)(6) 2021 was reviewed, and no alarms or variances were noted. A non-urgent call was placed to emergency medical services, and the patient was transported directly to the funeral home (no autopsy was performed). The pdrn stated the cause of death was cardiac arrest, due to unknown causes. However, the patient had a significant cardiac history and was not a candidate for cardiac surgery/stenting. The pdrn stated there were no concerns the patient¿s liberty select cycler was deficient in anyway. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the patient¿s electronic record was closed due to their expiration. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when they expired. The definitive cause of the patient¿s cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. However, the peritoneal dialysis registered nurse (pdrn) reported the patient had a significant cardiac history which likely contributed to the events. Per the pdrn, there were no fresenius device(s) or product(s) malfunctions to report. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when they expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 15000ml cycle-based peritoneal dialysis simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, load cell verification test, catch-post hipot test, patient hipot test, current leakage test, and a voltage calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and behind the front panel, and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy, on the morning of (B)(6) 2021. The patient was discovered by the patient contact, due to the liberty select cycler alarming. The pdrn reported the patient passed away while sleeping due to an adverse coronary event. The patients treatment data from (B)(6) 2021 was reviewed, and no alarms or variances were noted. A non-urgent call was placed to emergency medical services, and the patient was transported directly to the funeral home (no autopsy was performed). The pdrn stated the cause of death was cardiac arrest, due to unknown causes. However, the patient had a significant cardiac history and was not a candidate for cardiac surgery/stenting. The pdrn stated there were no concerns the patients liberty select cycler was deficient in anyway. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the patients electronic record was closed due to their expiration. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when they expired. The definitive cause of the patients cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. However, the peritoneal dialysis registered nurse (pdrn) reported the patient had a significant cardiac history which likely contributed to the events. Per the pdrn, there were no fresenius device(s) or product(s) malfunctions to report. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when they expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events.